Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak occurred during an unknown phase of their treatment. Prior to discovering the fluid leak, the following message was displayed on the patient¿s cycler: ¿make sure heater bag is on heater tray¿. The patient discontinued the treatment and completed their pd therapy by performing a manual exchange. It was confirmed the patient was trained to perform stat drains, as well as manual pd therapy if necessary. When the patient opened the cycler door to remove the cassette, fluid was observed leaking out. After informing ts of the fluid leak, the patient was advised to discontinue use of the cycler and a replacement cycler was issued to the patient. No visible damage was found on the cassette. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported fluid leak. It was confirmed the patient¿s pd nurse was notified of the event. During follow-up, the patient confirmed receiving their replacement cycler. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was not available for evaluation as it was reportedly discarded. The patient was unable to provide a lot number for the cycler set.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. A post-accelerated stress test (ast) simulated treatment was performed on the cycler and completed without alarms or failures. The cycler underwent and passed a valve actuation test, a system air leak test, and a mushroom head check. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. In addition, fluid was found in the pneumatic lines. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.